Manufacturer narrative:
Patient information is unknown. Date of event: unknown. This report is for an unknown condylar plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown. It is unknown if the device has been explanted. It is unknown if the complainant part is expected to be returned for manufacturer review/investigation, but has not been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that a plate broke around the locking portion of a variable angle locking compression plate (va lcp) combi-hole over the fracture site. This report is for an unknown condylar plate. This is report 1 of 1 for (B)(4).